Event description:
The customer contacted physio-control to report that their device had a service wrench and battery indicator present on the display. When the customer installed a known working battery, the unit would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A physio-control service representative contacted the customer regarding repair of their device. Due to the age of the device and the costs associated with repair, the customer declined service. The unit has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.